Event description:
A us dist contacted zoll to report that a pt developed a rash under the therapy electrodes. F/u indicated that the pt's rash improved after the lifevest was removed. The pt's physician's medical assistant allowed the removal of the lifevest. The pt also reportedly was prescribed a cream for the skin condition.

Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device.